Event description:
It was reported by the customer the dr was performing a breast biopsy. The customer received a green cable error in initialization. The dr pierced the breast and was attempting to take samples in automatic retrieval mode and received green cable errors each time a sample was received. The dr also received a blue cable error. The dr decided to abort the case with only three samples taken and reschedule the case.